Manufacturer narrative:
The pipeline flex was implanted in the patient; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. An event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open on the proximal end during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The aneurysm had previously been coiled and had recanalized. The aneurysm max. Diameter was 2.5mm, neck diameter was 3mm. The landing zone artery size was 4.9mm distal and 3.85mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. A pipeline flex was attempted to be implanted. It was reported that when the pipeline flex was about 2/3 deployed, the microcatheter kicked back inadvertently completely unsheathing the device. The proximal end of the pipeline flex braid was noted to be not fully open. The proximal part of the pipeline flex had been positioned in a vessel bend. The physician used the wire to ¿massage¿ proximal end of the device, which succeeded in opening the braid slightly. Afterward, balloon angioplasty was used to open the braid fully. Full wall apposition was achieved. There were no reports of patient injury in association with this event.